Event description:
This lead was explanted and replaced due to undersensing. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was originally reported as explanted. Per patients care team, this lead was capped and remains in the body. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.